Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had splashed water and the pump went out. Customer stated that the pump now shows an unexpected restart alarm. Customer's blood glucose was 80 mg/dl at the time of the incident. Customer stated that the reservoir icon shows full and the battery shows empty. Customer also reported that none of the buttons are working and the pump display went blank immediately after it was exposed to moisture. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer declined to return the pump and will hold onto it to see if it starts working again.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. The insulin pump was unable to verify unresponsive button/keypad or alarm due to blank display anomaly. The insulin pump was unable to perform the displacement test due to blank display anomaly. The insulin pump had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.